Event description:
Caller alleged imprecision with inratio: results as follows: first test inr = >7.5. Second test inr = 6.7.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060452: first test inr = >7.5; second test inr = 6.7; mean = unable to be determined; sd = unable to be determined; cv = unable to be determined %. The %cv cannot be determined because the first reading was >7.5. The test is considered not precise and further testing is required at this time. Per internal protocol pr 103, in-house retain strips 060452 were tested for precision. The acceptance criteria is as follows: if the %cv is less than or equal to 16%, then it meets the criteria for precision. If both samples pass for each lot then no further action is required. If one lot fails, then add'l testing will be performed with 2 more normal donors. If both samples fail on any lot or if any lot fails add'l testing, then a review of trending data will be performed and a course of action taken. Result of retained strips test (lot 060452) performed in 2006 as follows: see scanned table. Based on the above test results, per pr 0103, retained strips lot 060452 meets the criteria for strip precision.